Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii y 20 ga x 1.16 in prn/ec slm prn cap separated and leaked. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2020, the rubber cap of heparin cap fell off and burst out when the drug was injected into the patient for coronary angiography, it was causing leakage of the drug and affecting the patient's examination. The needle was stopped using immediately.

Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 9077601. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on our evaluation and the description of the event, our quality engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima ii is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all intima ii units; bd will continue to track and trend for this issue.

Event description:
It was reported that intima-ii y 20gax1.16in prn/ec slm prn cap separated and leaked. This was discovered during use. The following information was provided by the initial reporter: on may 7, 2020, the rubber cap of heparin cap fell off and burst out when the drug was injected into the patient for coronary angiography, it was causing leakage of the drug and affecting the patient's examination. The needle was stopped using immediately.